Event description:
A customer reported that the eye tracker was not tracking a pupil. Add'l info was requested. The tech called back and reported that only one tracker was not tracking, and the case was completed through the use of the other two trackers. There was no delay and no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).